Event description:
One pt with discrepant probnp results. Initial result gave < 5.00 pg/ml. Physician questioned the result, and the sample was repeated, resulting at 24000 pg/ml. Pt was not adversely affected, and was not treated, as a result of the erroneous result reported. The field service rep was not dispatched, as the customer determined the issue was probably specific to the specimen. Customer reports no additional incidents with probnp or any other assays.